Manufacturer narrative:
Seven pictures were received for evaluation. No discrepancies could be observed in the pictures. The complaint allegation could not be confirmed.

Event description:
Information was received indicating that a smiths medical cadd duodopa cassette reservoir was "used up faster than earlier." No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional follow up information received by smiths medical: patient information was provided, updated a2, a3. Per reporter it was not reported that the issue caused or contributed to patient or clinical injury.